Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states unit does not alarm when she starts it up , the unit is running fine.